Event description:
It was reported that the probe broke off inside the joint during a shoulder arthroscopy case. It was retrieved, and there was a 5 minute delay.

Manufacturer narrative:
Additional information will be provided once investigation is completed.